Manufacturer narrative:
The reason for reoperation is late seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "seroma and typical lymphoid proliferation." Patient also reported "heard about recall and breast implants being linked to cancer. Every day it concerns me more. I am concerned about what may happen to me in the future." Device remains implanted.